Event description:
It was reported that the video system center exhibits no outputting hd sdi signal during set up/ inspection for use. There were no reports of patient involvement.

Manufacturer narrative:
The device was returned to olympus for inspection and the reported failure was confirmed. In addition, the following reportable malfunctions were identified during the device evaluation: excessive amount of dust and lint buildup inside unit, substance spilling present inside the ex-board and faulty printed circuit board. A definitive root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: regarding the customer allegation faulty printed circuit board., and regarding the new reportable findings found in the investigation the cause not established. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.